Event description:
It was reported that during a laparoscopic cholecystectomy, the device malfunctioned. The clips were malformed; the legs would not close all the way. The clips would fall off the cystic duct. Five clips were fired and they all had the same issue, malformed and would fall off the cystic duct. A second device was opened and the case was completed with no patient consequences. No device returning.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? No, not that I know of. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? The clip was pre-fired prior to the first and any additional firings. What were the indications for surgery? Unknown. Does the patient have any relevant history of surgical treatments? Unknown. Did somebody other than the primary surgeon fire the instrument? The caller pre-fired, prior to the first and any additional firings.